Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Concomitant medical products: phacofragmentation unit serial no. (B)(4). (B)(4). Manufacturer date: unknown. The phacoemulsification machine and suspected handpieces were examined and tested at the customer location by a j&j field service specialist (fss). The suspected handpieces were evaluated and tested. The handpieces were found to be within specifications. The fss found no issues with the operation of the equipment. A preventative maintenance was performed. The fss performed a field service checklist. The fss provided training awareness and guided on good equipment handling practices for use of tubing packs unrelated to the event. The system was verified for all modes of operations. The system met all factory specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A hospital reported a cataract patient experienced cornea edema. It was reported the patient experienced corneal swelling and loss of 2 lines of best corrected visual acuity after the surgery. The patient was treated with medication to treat the swelling. The treating surgeon was not sure what contributed or caused the edema, but as a precautionary, requested the phacoemulsification equipment and two of the phaco handpieces evaluated. The surgeon also considered other factors may have contributed to the event. It is unknown which two handpieces were used for each patient; proactively reporting on both handpieces. This report is for the handpiece serial no. (B)(4). A separate report will be submitted for the phacoemulsification equipment and handpiece serial no. (B)(4).

Manufacturer narrative:
Additional information: the treating surgeon confirmed his technique caused the reported issue as the straight tip was changed from a curve tip. The patient outcome results are good. Additional: manufacturer date was provided as 2/04/2010. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.